Event description:
Reporter alledged passing out due to the high readings on the blood glucose monitoring device. Reporter stated device read "hi" at 9:00 am and took an extra 5 units of insulin due to the result and passed out when eating around 1:00 pm. Reporter indicated relative tested her glucose when passing out and results were 79, 57, 46, 81, and 193 mg/dl). Reporter stated paramedics treated her with a glucose IV and a shot, contents unknown. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.